Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Upon scheduled f/u, the physician observed that some arrhythmia episodes (vf) recorded in holter memories showed ventricular oversensing (unk 8hz noise signal). Reportedly, the signal appears and disappears periodically. The physician suspects a device failure. No external defibrillation has been performed since the ICD is implanted. The physician also reported that inconsistent ventricular amplitude measurements were displayed during ventricular sensing tests (real time tests).

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.